Event description:
Surgery on 7/1999 was removal of l4-5 and l5-s1 internal fixation, exploration and augmentation of fusion with grafton flex, grafton putty and bone marrow aspirate. Also re-do of left l5-s1 laminectomy, foraminotomy, and nerve root decompression. The amount of adcon applied was unknown as well as other medications or products used intraoperatively. The pt was discharged with "cipro" for uti on 7/13/1999. At discharge pt had a moderate serous drainage from the wound. Pt had home health visitation for dressing changes, and wound assessment three times/week. Pt's first post-op visit was 7/27/99, at which time minimal wound drainage was apparent. Exam revealed slight serous drainage at the upper incision- no redressing. Pt was instructed on wound cleasing. The pt continues to have low pain and left sided greater than right sided leg pain.

Event description:
A recent market survey has been conducted for adcon-l by a market research firm, which was an attitude and usage survey of us surgeons using adcon-l. Currently the names of the surgeons is unknown as is any patient info. Limited comments were provided from some of the surgeons. Surgeon 3 - comment: "wound drainage".